Event description:
Patient arrived to pacu from or after hernia repair surgery in which patient received 3 liters of ivf. A foley urinary catheter was placed in the or. Upon arrival to the pacu, the surgeon noticed the foley was not draining urine. On closer inspection it was discovered the foley tubing had a manufacture defect and was occluded by a piece of plastic preventing urine from draining into foley bag.